Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had under delivery. The customer¿s blood glucose level was 261 mg/dl at the time of incident and 243 mg/dl current. The customer was treated with insulin pump for high blood glucose. The customer alleges pump was under delivering because blood sugar was going down, but still staying high after giving bolus from the bolus wizard. The customer was advised to change infusion set and monitor call back if needed. The insulin pump will not be returned for analysis.